Manufacturer narrative:
Complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed alinity I cmv igg for one patient. An error occurred in the level sensor for the pre trigger which generated error codes 1201 sub_aim and 3060 sub_aim j180. The following results were provided: sid (B)(6), initial cmv igg result > 6 au/ml (reactive); repeat result (diluted) <6 au/ml (not reactive) . There was no impact to patient management reported.

Manufacturer narrative:
The customer observed pretrigger level errors and observed the pretrigger reservoir did not correctly update. The onscreen pretrigger reservoir showed 55% full when empty and with a new pretrigger bottle loaded. The customer replaced the alnty ci snsr bsl, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify an increase in complaints associated with the complaint issue. Additionally, a review of tracking and trending for the alnty ci snsr bsl did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the alnty ci snsr bsl was identified.

Event description:
The customer observed a falsely depressed alinity I cmv igg for one patient. An error occurred in the level sensor for the pre trigger which generated error codes 1201 sub_aim and 3060 sub_aim j180. The following results were provided: sid (B)(6), initial cmv igg result > 6 au/ml (reactive); repeat result (diluted) <6 au/ml (not reactive) there was no impact to patient management reported.